Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was as high as 500 mg/dl with ketones. The customer felt sick. The customer stopped using the pump for bolus delivery. The customer was admitted to the hospital on (B)(6) 2015 for a high bg level and diabetic ketoacidosis (dka). The customer was treated with intravenous insulin and fluids. The high bg and dka were resolved. The customer was discharged on (B)(6) 2016.